Event description:
Addendum received 9/16/2010: the adjudication minutes note that the previously diagnosed tia was adjudicated as an ischemic stroke. This information does not change the previous determination. As such to better reflect the adjudication determination the current code of tia will be changed to "ischemic stroke" and will remain a reportable complaint.

Event description:
The report is from (B)(4) study. The patient was a (B)(6) male with a history of hyperlipidemia, clinical copd, renal insufficiency, smoking, coronary artery disease, myocardial infarction, and hypertension. The target lesion was the mid left internal carotid artery. Pre-procedure stenosis was 85%. The lesion length was 30mm and diameter was 5mm. The lesion was pre-dilated. The lesion was mildly tortuous. A precise pro rx 9 x 40mm stent was deployed in the target lesion. Post-procedure stenosis was 20%. During prep, it was noted that the 1st angioguard had a kink in the tip. The 2nd angioguard xp, size 5, was successfully deployed and retrieved during the procedure. A post angio was performed since decreased filling was noted after the stent was placed which was due to embolic material in the 2nd filter blocking blood flow. After the filter was removed, the vessel showed filling. The patient was discharged the day after the index procedure. Information received (B)(4) 2010: approximately a week post-procedure, the patient had a sudden onset tia with aphasia, dysarthria, right side hemiataxia, and right side hemiparesis. The patient had partial recovery with minor residuals. The following day the patient had an ultrasound. The carotid stent was visualized and there was no restenosis.

Manufacturer narrative:
Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. As endorsed by 2009 guidelines from the american heart association and american stroke association (aha/asa) ischemic stroke is defined as an infraction of central nervous system tissue. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. Eighty percent of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. A review of the manufacturing documentation associated with these lots presented no issues during the manufacturing process that can be related to the reported complaint.

Manufacturer narrative:
A review of the manufacturing documentation associated with these lots presented no issues during the manufacturing process that can be related to the reported complaint. Hypoperfusion and the resultant tia are well-known potential adverse events associated with the carotid stent implantation procedure. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device potentially disrupting perfusion. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.